Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was producing readings that were lower than readings received on a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 she was at work when she started vomiting so she went to an emergency room. At the hospital, she scanned with her sensor and received a reading of 139 mg/dl which was compared to a hospital meter reading of 389 mg/dl. Customer was diagnosed with hyperglycemia and dehydration. Customer was treated with an unspecified intravenous infusion, benadryl (for swelling), an unspecified pain medication via IV and an unspecified medication for nausea. A subsequent hospital reading of 112 mg/dl was received and she was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Describe event or problem was incorrectly documented in the initial and previous follow up report #1 and #2. Event description has been updated to reflect event date of (B)(6) 2018.

Event description:
Customer reported her adc freestyle libre sensor was producing readings that were lower than readings received on a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 she was at work when she started vomiting so she went to an emergency room. At the hospital, she scanned with her sensor and received a reading of 139 mg/dl which was compared to a hospital meter reading of 389 mg/dl. Customer was diagnosed with hyperglycemia and dehydration. Customer was treated with an unspecified intravenous infusion, benadryl (for swelling), an unspecified pain medication via IV and an unspecified medication for nausea. A subsequent hospital reading of 112 mg/dl was received and she was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor was producing readings that were lower than readings received on a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 she was at work when she started vomiting so she went to an emergency room. At the hospital, she scanned with her sensor and received a reading of 139 mg/dl which was compared to a hospital meter reading of 389 mg/dl. Customer was diagnosed with hyperglycemia and dehydration. Customer was treated with an unspecified intravenous infusion, benadryl (for swelling), an unspecified pain medication via IV and an unspecified medication for nausea. A subsequent hospital reading of 112 mg/dl was received and she was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported her adc freestyle libre sensor was producing readings that were lower than readings received on a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 she was at work when she started vomiting so she went to an emergency room. At the hospital, she scanned with her sensor and received a reading of 139 mg/dl which was compared to a hospital meter reading of 389 mg/dl. Customer was diagnosed with hyperglycemia and dehydration. Customer was treated with an unspecified intravenous infusion, benadryl (for swelling), an unspecified pain medication via IV and an unspecified medication for nausea. A subsequent hospital reading of 112 mg/dl was received and she was discharged. There was no report of death or permanent injury associated with this event.